Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal number: z-0956-2020. (B)(4). S/w version 4.10e. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Event description:
(B)(4). Notes... Did not capture lot number of sensors as past event ,she's on vacation and she advised she reported the issue. Also informed she can talk to csc as not showing report with issue within 30 days of getting pump, normal return is within 30 days but she can talk to them to see if there is another option. (B)(4)). Inquired what led up to the complaint. Customer response: you were suppose to send me a box of samples, I am allergic to the tapes which makes it difficult to use the tape. I told my doctor I can¿t deal with this. My trainer met with me 3-5 times, I have never had a patient who has shown little improvement, and when she said that we will have to work on that, it will take forever. I am very disappointed and way past the 30 day limit. I will notify you. It breaks me out and I cant wear it without multiple tapes and they can¿t get it regulate where I don¿t spike. I had 2 of the, we were going back and forth and it blood, it popped out and I called and reported those, I am already to send them back and I never got a replacement for the other one. I got no tape and no replacement for the 2 that didn¿t work out. Disappointed with the product and the company and if I could I would return the pump and try with another company. Customer's outcome pertaining to the complaint: recommended to speak with hcp about seeing the ostomy. Documenting under (B)(4) per carelink. Attempted to ts for site issue but she advised she already called to report it. Informed if she does wear the sensor to ensure she calibrates no less then 3x a day and no more then 4x a day but she wants to be stable when calibrating not high/low. Also informed to insert sensor first and then use a tape and then put the sensor tape on the tape itself. Advised if issue continues she will want to see an ostomy nurse for future help. Did not capture bg and she declined to provide weight. Shipping out 2 sensors and tape kit as previous svn it was not shipped. (B)(4). I tried the tegaderm and I tried the pod pump about 4-5 days and I was so allergic and said I cant wear it. I could wear the decomm and I had no problems I am very disappointed because I can't use the system. Had I been able to try it for 4 weeks I could have changed it back and I could have and it was never given to me as a option and we by very expensive stuff and it takes time and can't return it. What I would like to do is return the whole it. I think with the pumps there should be a trail period and there isn't am now I am in a problem, no body has offered me that option and your company knows that. I was mislead and I would love to have it reported. Right now all I can do is wear it as a normal pump not using the cgm because of the allergy and it did not pay me at all to get on this pump and I am having more problems on this pump then I did on my other pump. The only solution I get is keep trying and I guess I will have to keep trying. Stomach area and above that. I don't want to go through layers and layers of tape, its more money its not working the way its suppose to work. (B)(6): decline I am at the frustration where I don't care. I don't want to see a nurse for taping because